Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 4fr s/l powerpicc solo catheter. The first photograph depicted a portion of device which included the luer adapter, extension tubing, molded joint and catheter tubing. The tubing appeared to terminate near the 11cm depth marking. Curved shape memory and usage residues were observed. The second photograph depicted a secure-a-cath catheter securement device, which was in place on a patient. The site was dressed with a clear adhesive dressing. It appeared that a length of catheter tubing extended from the securement device into an insertion site. The photographs appeared to depicted two non-continuous segments of a PICC, suggesting that the catheter had broken; however, inspection of the photographs was insufficient to identify the cause of that break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and material fatigue. A lot history review (lhr) of recr0797 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff have reported a PICC line snapping after a very short time in situ. Line was covered in a tubigrip but somehow was free overnight with approx. 15-20cm external from acf insertion site. Patient reports (verified by mum) she is a very restless sleeper. During the night she has somehow stretched the PICC line below the secura cath and it appears to have snapped. When she got up in the morning the snapped line fell to the floor. This left the PICC line exposed from the secura cath with the potential for air embolus to occur. When staff looked at another PICC they observed there was some apparent stretching of the line distal to the secura cath. Insertion date (B)(6) 2019. Line snapped (B)(6) 2019. Line being used for long term antibiotic therapy. Patient suffered no harm from the line snapping leaving potential for air embolus.